Event description:
It was reported that the patient experienced a fainting spell and inadequate therapy from their deep brain stimulation (dbs) device. The physician changed the patient to a different program, increased their prescribed medication and stimulation, however, was admitted to the emergency room (ER) five days after for a device malfunction. It was noted there were no impedance issues and physician advised representative to change patient back to original program. The physicians assessment was there were no device malfunctions found and the patient is doing well.